Manufacturer narrative:
Unit was received with intermittent up button response due to corroded keypad trace. All operating currents were within the specification no unexpected low battery, off no power or battery out of limit alarm noted. Pump was selected 25 maximum bolus and the bolus units were deliver properly. No bolus anomaly or stuck display noted during testing. Drive support disk was inspected and no anomaly was noted. Pump received with cracked case at display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 230 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.